Manufacturer narrative:
The device was not returned for evaluation. It was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Lot number was not provided. Therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. In this case, the catheter was a pacing catheter, typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. Although no patient injury was reported the patient required additional intervention to resolve this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use with a (B)(6) year old female patient, the locking mechanism worked but it did not allow the pacing catheter to be in the correct position while in use with a contamination shield, intro-flex introducer and a non- edwards single-flush pacer catheter. The catheter was temporary fixed with scissors, however the correct position of the pacing catheter in the right atrium could not be certain and vital pacemaker therapy could not be performed. This led to further escalation of therapy with mechanical circulatory support and the patient needed to be transferred the university hospital that provided mechanical circulatory support. The set was disposed and changed for another one. There was no malfunction reported with the used catheter. No patient injury was reported. The device was discarded at the hospital.